Event description:
The customer reported that the unit is alarming with cooling fan error. The customer reported that the unit was not in use on patient. Review of the diagnostic log history noted an occurrence of a power issue that indicated the ventilator shutdown while in normal ventilation mode and power was then restored. The field service engineer (fse) replaced the power management board to address the issue. The unit is now back in service.